Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot and part number were not provided. The investigation was unable to determine a conclusive cause for the reported difficult to deploy. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion at the ostium artery. An unspecified xience sierra stent delivery system was advanced to the lesion and the imaging showed the sds was at the intended location; however, when deployed the stent moved back about 2mm from the intended deployment site. The procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.